Manufacturer narrative:
This report is for an unknown guides/ sleeves/ aiming/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for trochanter femoral fracture with the proximal femoral nail anti-rotation (pfna) and the impactor in question. After the surgeon locked the blade, the surgeon pressed the button on a protection sleeve to remove the impactor, but the surgeon could not detach them. When the surgeon turned the impactor, the surgeon could remove the impactor from the blade. On (B)(6) 2019, the surgeon found that the blade had a gap, and it might be unlocked in x-rays just after the surgery. The surgeon performed a surgery with the devices in the hospital to lock the blade. The surgeon turned the impactor about 3 turns, and he confirmed that the blade locked. After the 2nd surgery, the surgeon confirmed that the blade had no gap in x-rays. No further information is available. This report is for one (1) unk - guides/ sleeves/ aiming. This is report 2 of 3 for (B)(4).